Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent an unspecified breast augmentation with an unknown mentor silicone prosthesis experienced bilateral rupture post procedure. As a result, patient underwent bilateral replacements with mentor silicone implants on (B)(6) 2021. This report belong to one of the two sides.